Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. The customer indicated the event date to be approximately one week prior to (B)(6) 2019, therefore, event dare captured as (B)(6) 2019.

Event description:
The customer performed a blood glucose test with her contour next link 2.4 meter and obtained a reading of 389 mg/dl. Within 10 minutes, she performed retesting with her neighbor's contour next link meter and obtained a reading of 160 mg/dl. The customer was presenting symptoms of hyperglycemia such as fatigue, lightheadedness and confusion. The customer took an additional 5.2 units of insulin than her normal dose. There was no allegation of an adverse event. The customer was advised to return the return the test strips for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer did not return the suspected product. An in-house testing was performed using an in-house contour next link 2.4 meter with the in-house contour next test strips, which gave satisfactory performance. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter (serial # (B)(4)) and no manufacturing anomalies were found.